Event description:
It was reported that the device was explanted due to infection. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.